Manufacturer narrative:
(B)(6). Two footprint ultra pk suture anchor, 4.5 devices were returned for evaluation. Only the insertion devices with no anchor/suture constructs were received. Without the complete devices, a full root cause investigation could not be performed. Both devices were visually evaluated. The first showed no signs of damage. The torque limiter knob functioned as intended. For the second device, the inner shaft tip was bent at a 90 degree angle which is indicative of an off-axis insertion. No root cause related to the manufacture of the device can be established. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that two anchors broke during insertion. The broken pieces were successfully removed using graspers. The case was able to be completed successfully with a backup device. There were no reported patient injuries. No other complications were noted. Report 2 of 2.